Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called asking for help rewinding customer's insulin pump. Customer was assisted with the rewind process. Customer's husband stated they were trying to do that, but the up arrow button was not working. Customer's husband declined further troubleshooting and stated they would call back the next day if the issue persists. Customer's blood glucose was 130 mg/dl. Nothing further reported.